Event description:
It was reported that the patient experienced fungal peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event but the treatment was not reported. The pd therapy was discontinued and the patient was put on hemodialysis. The outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Should additional relevant information become available, a follow up medwatch will be submitted.